Event description:
It was reported that this implantable pacemaker exhibited noise, oversensing and pacing inhibition of less than two seconds on the right ventricular channel. No further adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced. This device is expected to be returned for analysis.

Event description:
It was reported that this implantable pacemaker exhibited noise, oversensing and pacing inhibition of less than two seconds on the right ventricular channel. No further adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced. This device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed and an increased rate of power consumption was confirmed. Analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the pacemaker's low voltage capacitors. This high current condition depleted the device's battery faster than normal.